Manufacturer narrative:
The events of cellulitis, infection, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swollen and tender lymph nodes in underarms and throat, cellulitis, pain around the implants, burning sensations and constant throbbing near implant site and in underarms, infection, swelling at implant site, severe anxiety, severe emotional distress, depression and mood swings, numbness and tingling in arms, and hematoma at the sight of right implant removal."

Event description:
Patient representative reported unknown side "swollen and tender lymph nodes in underarms and throat, cellulitis, pain around the implants, burning sensations and constant throbbing near implant site and in underarms, infection, swelling at implant site, severe anxiety, severe emotional distress, depression and mood swings, numbness and tingling in arms, and hematoma at the sight of right implant removal." The reported events of ¿central sensitization syndrome with fibromyalgia features, memory issues, reoccurring thrush, severe hair loss, humming in ears, difficulty concentrating, panic attacks, night sweats, fatigue, muscle damage, intense migraines, severe unexplained weight loss, diagnoses of breast implant illness, unexplained body odor, respiratory issues, right chest rib concave with chest tightness on both sides, costochondritis, tietze syndrome, positive lupus symptoms, dry eyes and mouth, exacerbation of existing health conditions (thyroid)" are not device related. Device has been explanted.